Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 01, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to field d6b: explant date from section d suspect medical device.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned.